Manufacturer narrative:
A device history record review was completed for provided material number 300802 and lot number 1314982. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this incident, two picture samples were returned for evaluation by our quality engineer team. In one of the pictures, a case carton is shown with a label for needle bulk g21, reference: 300802, batch: 1314982. In the other picture, a bag is shown which contains the needles assembled with the applicable assembly label for the needles: reference 3002112fra, batch: 1313759. The information on the bag does not refer to the final product, it refers to the intermediate (assembly) process. Lot 1313759 is the assembly lot for the needles. The final information is displayed on the box. In conclusion, no manufacturing related issue has occurred for this incident.

Event description:
It was reported while using bd microlance needles the label information was incorrect. The following information was provided by the initial reporter: today we received item 300802-lot 1314982 on order 8101131592. However, we have noticed that the box says ref 300802 and the inner bag says ref 3002112fra lot1313759.